Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic torn. Scratches were also noted on the juntion of the haptic and optic. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that after opening vial of a 13.2mm vticm5_13.2, -7.00/1.5/085 (sphere/cylinder/axis), implantable collamer lens was found to have a scratch on lens. After reviewing lens under microscope, "scratch was found on junction of optic/hapic surface." Lens was not implanted.